Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal and the device came out entirely. Manual compression was applied for hemostasis. There was no reported patient injury. The device had been used for hemostasis during treatment of the left superficial femoral artery via an ipsilateral antegrade approach and was inserted into a 6f non-cordis sheath introducer and operated according to standard procedure. Back bleeding had stopped prior to device withdrawal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal and the device came out entirely. Manual compression was applied for hemostasis. There was no reported patient injury. The device had been used for hemostasis during treatment of the left superficial femoral artery via an ipsilateral antegrade approach and was inserted into a 6f non-cordis sheath introducer and operated according to standard procedure. Back bleeding had stopped prior to device withdrawal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.